Event description:
After fourteen (14) minutes into an cellex extracorporeal photopheresis procedure (ecp), the centrifuge bowl shattered and 209 ml of pt blood was loss. No alarms occurred during priming. The procedure was aborted and the attending physician was notified. Post event complete blood count sample was drawn. The pt was also to perform another procedure using a different cellex machine.